Event description:
The customer reported obtaining reproducible, falsely elevated troponin I (accutni+3) results for one patient's samples involving the laboratory's unicel dxi 600 access immunoassay systems serial numbers (B)(4). Three of the patient's samples (designated as samples 1, 2 and 3) were originally processed on the laboratory's unicel dxi 600 access immunoassay system serial number (B)(4) and generated elevated accutni+3 results, outside of the customer's established normal reference range. Samples 1, 2 and 3 were repeated on the same unicel dxi 600 access immunoassay system and generated reproducible, elevated results outside of the customer's established normal reference range. The fourth sample from the patient (designated as sample 4) was originally run on the unicel dxi 600 access immunoassay system serial number (B)(4) and generated an elevated access accutni+3 result. Sample 4 was repeated on the same unicel dxi 600 access immunoassay system serial number (B)(4) and generated reproducible, elevated results outside of the customer's established normal reference range. There was report of patient injury or change in patient treatment associated with this event, as the patient was transferred to a cardiac catheterization laboratory. Quality control (qc), calibration and system check were all performing within the assay's and instrument's specifications at the time of the event. The patient's samples were collected in lithium heparin plasma tubes. The customer did not provide specific information regarding centrifugation of the patient's samples. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
The customer did not provide patient demographic of exact date of birth or weight. A beckman coulter (bec) field service engineer (fse) was not dispatched. All system parameters including: quality control (qc), calibration and system check were performing within assay and instrument specifications. The access accutni+3 reagent was not returned for evaluation. The cause of this event cannot be determined with the available information.